Manufacturer narrative:
Additional information was requested, however the surgeon has declined to provide any further information. The reporter indicated that the lens is not available for return. The investigation is ongoing, additional information will be provided upon completion of the investigation.

Event description:
It was reported that during an attempted insertion of an intraocular lens (iol), it caused a tear in the capsule bag. The iol had to be explanted because it was not stable. A 3 piece iol was placed in the sulcus. Additional information was requested, however the surgeon has declined to provide any further information. Patient is reported to be doing okay.

Manufacturer narrative:
Although requested, the reporter has declined to provide additional information regarding this event. According to the reporter, the lens is not available for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.